Event description:
It was reported that the right ventricular lead had a fracture visible on x-ray. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2003; 5076 implantable pacing lead (B)(6) 2003; 672625 crdm adaptor (B)(6) 2004; 4196 implantable pacing lead (B)(6) 2009; d224trk implantable cardioverter defibrillator (B)(6) 2009. (B)(4).